Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured right posterior communicating artery aneurysm with a max diameter of 6mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone was 3.9mm distally and 5.1mm proximally. The access vessel was the femoral artery, with 8mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the tip of the pipeline flex (ped) stent was rough, and the tip of the stent could not be opened. It was also reported that the resistance of the stent was greater when it was delivered in the phenom microcatheter. The angiographic result post procedure showed smooth blood flow. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 229627677). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was found stuck inside the phenom 27 catheter, within the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 7.4 cm to 13.3cm from the distal tip. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed, as the braid's distal end was open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include severe vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates it as a potential cause. In this event, the severe vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the phenom 27 catheter. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. Possible causes of the resistance include severe vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the distal section of the catheter. There was no damage observed to the catheter or pipeline pushwire after removal. The pipeline was not placed in a vessel bend when it failed to open. Tried to retrieve the stent and deploy it again but it still wouldn't open.